Manufacturer narrative:
The patient's weight was inadvertently omitted from the initial report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03016.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03016. It was reported the patient's leads had migrated. As a result, the patient's leads were repositioned via surgical intervention on (B)(6) 2018. Surgical intervention addressed the patient's issue.